Event description:
I (manager of sterile processing department) was called to room by the doctor. He wanted me to look at a piece of equipment he had on the sterile field that he did not think was working correctly. I came into the room. He turned on the power to the item in question to demonstrate how it was malfunctioning. The surgical technologist and I agreed it was not working properly. The tray containing that particular piece was removed from the sterile field. A tray containing a new item was delivered to the sterile field. It was checked by the surgeon. With the surgical technologist as well as myself watching. We all agreed the new item was working properly. The case then continued.